Manufacturer narrative:
One used/damaged airseal 12mm access port was returned for evaluation on 02-dec-2016. Visual examination of the returned trocar found the outer layer was broken approximately 7cm from the distal end of the device and this confirmed the reported breakage. A thorough review of the returned trocar by the supplier quality engineer indicated that the broken area at what appeared to be a point of impact is consistent with the trocar being dropped on or struck by an object that caused cracking in the material and resulting in the reported breakage. The evaluation report further stated that this reported incident does not appear to be related to a manufacturing defect. Based on the evaluation findings, it is believed that the most probable cause of the reported breakage was use related. Nonetheless, to ensure product safety, an investigation was opened to determine if corrective and preventive actions are required. This device is a vendor item and the certificate of conformance indicated that the product from this lot #215-15j met final inspection and product release acceptance criteria. This reported problem was obvious to the user and prompted the use of an alternate device. To date, there have been no long terms adverse effects related to the reported breakage. The airseal ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.

Event description:
The user facility reported that during use of the airseal 12mm access port in a laparoscopic subtotal esophagectomy procedure on (B)(6) 2016, the "outer layer of the trocar was broken". The broken pieces were completely removed with no problems reported. Using the existing trocar, which had already inserted into the patient and other device, the procedure was otherwise successfully completed with only a slight delay of a few minutes and no patient injury. Despite the good faith efforts, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential injury with recurrence.